Event description:
The customer reported that he was hospitalized for high blood glucose levels. The customer stated that he got a no delivery alarm prior to the event. The customer changed the infusion set and did not get the alarm again. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to perform further testing at the time of the call. The customer also stated that he has a foot infection, which may have contributed to the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.